Event description:
It was reported that the reservoir of a small volume infusor ruptured. This occurred during filling of an unknown drug using a syringe and the baxter-recommended filling procedure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted a ruptured bladder. Microscopic examination of the bladder identified markings located on the exterior surface of the bladder, near the rupture line. The cause of the ruptured bladder was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.